Event description:
Pt is hospitalized and does not have diabetes. Pt was being fed enterally using the device. No feeding solution was passing through due to the viscosity of the solution. The pump did not alarm, but did show volume fed even though no feeding was being delivered. Pt suffered a hypoglycemic event and was treated, but no details of the event or treatment were provided. The device was disconnected and replaced. Received conflicting info regarding whether or not the pt had sequelae. Reporter stated the hospitalization was not prolonged. Reporter stated the event occurred on 3 different pts, but only provided details for the one who had a hypoglycemic event. Reporter stated the feeding solutions for all events had been thickened with corn flour. One pt involved. Note: event date given above is approximate.

Event description:
Reporter stated the pt recovered without sequelae.